Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Additional information has been requested with no response. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with gauze. The customer stated that during a procedure, the gauze shredded. The intended procedure was for exicision of tissue.